Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 1461156, expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012: the lot number was updated from 1461156 to 14611sg s2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 1461156, expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(4) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number (B)(4), expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 1461156, expiration date and frequency unspecified). After an unspecified duration, the toothbrush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012: the lot number was updated from 1461156 to 14611sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: one toothbrush without packaging was returned. Lot number on the toothbrush was 14611sg s2. There was a crack in the handle approximately 1 cm below the thumb grip. A review of the trending data by product family reach total care plus whitening toothbrush revealed no adverse trends. An increase was noted which could be attributed to an increase in shipment quantity. The manufacturer noted an acceptable batch record review for lot 14611sg s2. There was no related manufacturing /facility issues found and there were no changes made to the design, formula, packaging or labeling within in a (B)(4) review period. Retain samples were visually evaluated and found to meet specification. The returned sample was visually evaluated by manufacturer and found that the returned sample did not show any manufacturing errors. Based upon an acceptable document review, acceptable retain sample, a returned sample showing no manufacturing errors and no adverse trends a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.